Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving morphine (10 mg at .3.09825 mg/day), bupivacaine (20 mg at 6.1965 mg/day), baclofen (250 mcg at 77.45623 mcg/day), and clonidine (250 mcg at 77.45623 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 during a pump refill, a reservoir volume discrepancy was noted where the interrogated volume (irv) was 9.5 ml and the actual reservoir volume (arv) was 14 ml. There were no associated signs or symptoms. No further diagnostics or interventions/no action was taken. On (B)(6) 2021 during a pump refill, a volume discrepancy was noted where the irv was 7.8 ml and the arv was 11 ml. On (B)(6) 2021 the reservoir volume discrepancy at the following refill was within normal limits. The irv was 7.2 ml and the arv was 7 ml. The outcome of the event resolved without sequelae on (B)(6) 2021. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.